Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported that the patient was feeling nervous. It was noted by a physician that they couldn't detect if the implantable pulse generator (ipg) was pacing the patient. The patient's spouse stated "we are experiencing problems with the pacemaker". The ipg remains in use. No further patient complications have been reported as a result of this event.